Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Five unused sterile proglide devices with the same lot number, 940346h, as the complaint device and one unused sterile proglide with lot number 950416h were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history records for both lots did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was being advanced with the knot pusher, the suture broke. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.